Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), device breakage ('devices and fragments/there would still be a remnant of the coil which would be removed'), menorrhagia ('abnormal bleeding (menorrhagia)') and cholecystectomy ('gallbladder removal') in an adolescent female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (single live born). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), rheumatoid arthritis ("rheumatoid arthritis"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), abdominal pain ("pain: abdominal"), back pain ("pain: lower back pain"), arthralgia ("pain: joint"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation (B)(6) 2014 and laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, menorrhagia, vaginal haemorrhage, mood swings, tooth disorder, dysmenorrhoea, rheumatoid arthritis, urinary tract infection, migraine, nausea, feeling abnormal, amnesia, depression, anxiety, fatigue, cholecystectomy, abdominal pain, back pain, arthralgia, weight increased, urinary tract disorder and bladder disorder outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 210 lbs. Essure removal details: we would then go back to the right side, elevate the tube further, bevel in to the cornual area, identify the essure device going into the uterus, and when this was found, this would be removed with the essure device still on the tube. There would still be a remnant of the coil which would be removed with the da vinci operative instruments as to completely remove the essure from the right side. The left side was done in a similar fashion, hemostatic, removing the essure device with the tube but still a remnant of the coils which would be removed separately and taken out through the assistant port as were the tubal specimens. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2017: tubal blockage devices in place at fallopian tube openings.. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain'), device breakage ('devices and fragments/there would still be a remnant of the coil which would be removed'), menorrhagia ('abnormal bleeding (menorrhagia)') and cholecystectomy ('gallbladder removal') in an adolescent female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery (single live born). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("mood swings"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), rheumatoid arthritis ("rheumatoid arthritis"), urinary tract infection ("uti"), migraine ("migraines/headaches"), nausea ("nausea"), feeling abnormal ("brain fog"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), fatigue ("fatigue"), abdominal pain ("pain: abdominal"), back pain ("pain: lower back pain"), arthralgia ("pain: joint"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation (B)(6) 2014 and laparoscopy with bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, menorrhagia, vaginal haemorrhage, mood swings, tooth disorder, dysmenorrhoea, rheumatoid arthritis, urinary tract infection, migraine, nausea, feeling abnormal, amnesia, depression, anxiety, fatigue, cholecystectomy, abdominal pain, back pain, arthralgia, weight increased, urinary tract disorder and bladder disorder outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6). Essure removal details: we would then go back to the right side, elevate the tube further, bevel in to the cornual area, identify the essure device going into the uterus, and when this was found, this would be removed with the essure device still on the tube. There would still be a remnant of the coil which would be removed with the da vinci operative instruments as to completely remove the essure from the right side. The left side was done in a similar fashion, hemostatic, removing the essure device with the tube but still a remnant of the coils which would be removed separately and taken out through the assistant port as were the tubal specimens. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina on (B)(6) 2017: tubal blockage devices in place at fallopian tube openings. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "pelvic pain and device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ device breakage, abdominal pain, amnesia, anxiety, arthralgia, back pain, bladder disorder, cholecystectomy, depression, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, migraine, mood swings, nausea, pelvic pain, rheumatoid arthritis, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased". Patient demographics, medical history, lab data, essure removal date and reporters were added.fu 2 and 3 processed together. On 7-aug-2020: no new information added.fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.